Manufacturer narrative:
Lens was returned in a small amount of liquid, in a lens vial. Visual inspection found a piece of the haptic missing. (B)(4).

Event description:
The reporter stated that the surgeon implanted a micl13.7 implantable collamer lens, -11.5 diopter, and saw that it was too big. The lens was removed during the same surgery and a smaller lens was implanted. There was no injury to the patient, no enlargement of the incision and no sutures were needed.